Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. There is a kink in the device approximately 17 mm from the distal tip in the neutral position. The kink is between r2 and r3. A portion of the center support is protruding from the sheath between r2 and r3. Electrical test was performed and found the thermistor is open. No shorts were found. X-rays of the distal end revealed that the thermistor wires are open in the area of the center support fracture. The sheath was removed from the distal end. There is dried body fluid throughout the assembly. The kevlar wrap is not over the steering wire solder connection to the center support. A portion of the center support is jutting out of the kevlar wrap and the thermistor wires are cut near this same location. The kevlar wrap was removed and it was confirmed that both steering wires are securely attached to the center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
Reportable based on device analysis completed on 22dec2016. It was reported that a error message appeared. A blazer prime¿ xp was selected for use. During the procedure, it was noted that the maestro 4000 rf generator showed an error message d06. The connector was replaced but the error message remained. When the catheter was replaced by a new one, the error message disappeared. However, device analysis revealed that a portion of the center support is protruding from the sheath between r2 and r3.